Manufacturer narrative:
Complaint was caused by user mistake in combination with device failure. Risk analysis showed, that this combination was a failure of two mistakes at the same time, i.e user mistake and technical mistake. The device was first-failure-safe. Possible electrical hazard was evaluated in the lab of the MFR. Result was, that there was no electrical hazard to the pt, user of third party at any time, (B) (4). MFR initiated through distributor: refresh of training of the users. Design of device was first-failure safe for each of the single mistakes. MFR performed: improvement of the design of the device (B) (4); field change order (B) (4). See also MFR-product/process optimization_protocol (B)(4): verifications; risk analysis; labelling.

Event description:
Therapy head yoke assembly opens during firing. Cause was a user mistake. User inserted the electrode (consumerable) of the therapy head not correctly because he did not follow the instruction manual. This was leading to an unexpected situation, that the therapy head opened during operation. It had to be checked by the MFR whether a potential risk could have occurred for users or third parties.